Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer followed guidance from technical support to reset the pump, and the issue was resolved without further errors, allowing the sensor session to start successfully.